Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl -140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl and 104 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl -140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl and 104 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is 03/21/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.